Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s front screen separated from the back housing, exposing internal components, after which the display went black and the pump became unusable; the issue aligns with a device bonding failure involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a loss or failure of bonding at the display assembly, indicating a component-level failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The patient continued glucose monitoring via dexcom while the pump was nonfunctional.